Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00632005032, liner 20 degree elevated rim 32 mm, 63432878; 00625006535, bone screw self-tapping 6.5 mm, 63391617; 00625006525, bone screw self-tapping 6.5 mm, 63204286; 00625006520, bone screw self-tapping 6.5 mm, 63434633; 00625006520, bone screw self-tapping 6.5 mm, 63434632. (B)(6).

Event description:
It is reported that the patient was revised due to falling, which resulted in pelvic fracture and dislocation of the shell. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay corrected information. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event of shell out of place was confirmed by review of x-rays. Bone fracture could not be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to falling, pelvic fracture, and dislocation of the shell. Exact order of events is unclear. Attempts have been made and additional information on the reported event is unavailable.